Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06551. It was reported that the patient experienced lead migration. The patient underwent surgical intervention and had the migrated lead replaced. Note: it is unknown to the manufacturer which lead was explanted and replaced, therefore both devices are being reported.